Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for a lead revision due to excessive lead resistance and neck discomfort. It was later reported that the patient had surgery for the high lead impedance. The lead was removed and then re-inserted, and the impedance reading came back to a value within normal limits. The physician noted that the patients neck discomfort is related to the high impedance and perhaps mechanical damage to the lead. No x-rays were obtained. The only recent trauma or manipulation was this patients recent generator replacement. No other relevant information has been received to date.